Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer stated a reboot was performed but did not resolve the issue, and when attempting to connect the backup e-200 the same ¿restart e-200¿ message appeared. The customer performed a hard reboot of the entire system, allowed the system to fully boot, then connected the backup e-200 in the following sequence: connect power, switch on the breaker at the rear of the e-200, then connect the light blue fiber cable; the staff confirmed the backup e-200 connected successfully and stated it would remain connected as staff did not want to retry the original e-200 installed in the tower. The fse was unable to replicate the reported issue. However, the customer informed the fse that the e-200 issue had not been resolved and had recurred multiple times. The fse replaced the e-200 generator to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci assisted surgical procedure, the e 200 generator had an error occurred. There was a message to restart the system. Site will get their backup e 200 generator. The customer reported event has no report of patient injury.